Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the pneumosure insufflator stopped insufflating during the surgery on its own, without user input. They were able to resume insufflation and finish the operation. No adverse consequences were reported. The procedure was completed successfully.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired at the legal manufacturer wom. This device was sent to wom as a normal repair, and not as a complaint. The technical service report indicates: frontpanel (new silicone sealing); lcd display (due to point of impact); tube collet (dirt visible). (B)(4).

Event description:
It was reported that the pneumosure insufflator stopped insufflating during the surgery on its own, without user input. They were able to resume insufflation and finish the operation. No adverse consequences were reported. The procedure was completed successfully.